Event description:
During shoulder arthroscopy, scorpion multi-firing needle was being used and on removal, it was noted that the needle was broken. All pieces were retrieved and compared to a new scorpion needle and case progressed.